Manufacturer narrative:
The reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined. Device discarded by customer.

Event description:
It was reported that during a hip revision surgical procedure, it was noted that the bur broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a hip revision surgical procedure, it was noted that the bur broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.